Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Subsequently, an unexpected reset occurred. Customer¿s blood glucose was 105 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Additionally, the minimum fill issue could not be verified.